Event description:
It was reported that during an unknown procedure, there was a failure of the port to allow flow into abdomen. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The universal seal latched onto the sleeve assembly. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.